Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply was not functioning and the detention picot was broken. This was attributed to normal wear. The seals kit and bearings were replaced. Maintenance was performed and the device was returned to the customer on 05/28/2013. Placeholder.

Event description:
Device was returned for repair. During repair, technician noted alignment picots (pins) missing. Technician replaced seals, bearings and an o-ring. This is report 1 of 1 for complaint #(B)(4).